Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a black foreign matter was found on a bd intima-ii" closed IV catheter system 24 g x 0.75 in. When removed. No injury or medical intervention.

Manufacturer narrative:
DHR review: mfg date of this lot is feb 2017. Quantity is (B)(4). It was manufactured in auto line 2. No abnormality found from packaging and assembly process. Returned material showed reported defect. Batch records were checked, no abnormal records to the defect. Periodic black color on the needle is material defective, periodic black color wont rub off. The factory will feedback to the tuas supplier. Product is within specification. In summary: cannot confirm the factory-related defect.